Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that when attempting to program a magnesium infusion via interoperability, the clinician received an alert that stated, "order and pump do not match". Clinician then programmed the infusion manually at 50ml hr. The order however was to infuse at 25ml/hr. When clinician noted this following education by bd manufacturer on site representative, the clinician reprogrammed the device to infuse at 25ml/hr. There was patient involvement but no harm.

Manufacturer narrative:
Additional information: imdrf annex b code and manufacturer narrative. The actual date of event is unknown. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the root cause for the reported issue of an programming error (magnesium) was not determined because no products or device logs were returned.

Event description:
It was reported that when attempting to program a magnesium infusion via interoperability, the clinician received an alert that stated "order and pump do not match". Clincian then programmed the infusion manually at 50ml hr. The order however was to infuse at 25ml/hr. When clinician noted this following education by bd manufacturer on site representattive, the clincian reprogrammed the device to infuse at 25ml/hr. There was patient involvement but no harm.